Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: france. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, dermatome slowed down during the procedure. There was a patient involved but no impact or harm reported. There was a 0-15 minute delay where the patient was under local anesthesia. No additional device nor graft were required. Due diligence information complete.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11 review of the most recent repair record determined the motor speeds were unstable and the reciprocating arm was worn; however, the repair was not completed because the repair quote was not accepted. The device was returned to the customer unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.